Event description:
The plaintiff's attorney alleged the patient experienced a sudden cardiac event and subsequently expired. Furthermore, it was alleged to have been caused by the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.